Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl. Customer's blood glucose was 429 mg/dl. Customer stated the piston did not touched the reservoir while rewinding the insulin pump. Troubleshooting was declined for high blood glucose. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.